Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The system invalidate home procedure was performed, and the bellows cover was adjusted, resolving the reported issue. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was having difficulty docking and was displaying that it was in stand alone mode. This was discovered during training and no patient was present.